Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the a/b valve and reagent probe tubing to the a/b valve. The fse also adjusted the vacuum pressure. There were no further reports of leaks. (B)(4).

Event description:
The customer reported that suppressed quality control (qc) results for ethanol and ammonia were generated on a unicel® dxc 600 pro synchron® system. While troubleshooting the instrument with beckman coulter (bec) customer technical support (cts), the customer reported observing fluid leak from a reagent probe wash collar onto the reagent wheel cover. The leak was contained to the instrument. The operator was wearing gloves, a lab coat, and eye protection when the leak occurred. There were no reports of direct contact with the leak or of injury as a result of the leak. There were no erroneous results generated due to the leak.